Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a blower that stopped running. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a blower that stopped running. The rse reviewed the event log and found no instances of a check vent or vent inop codes being logged. The rse advised the customer to provide a copy of the log to respiratory therapy (rt) department asking them to evaluate the settings and alarms at the time of the occurrence. The customer indicated a full performance verification test (pvt) will be done and will run the device for two days before returning the device back into service. Investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were performed to confirm if the device was returned to service with no further issues; however, no response was provided. It could not be confirmed customer performed a performance verification test, and if the device was returned to service. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.